Event description:
Additional information was received and stated that the cup is unavailable as it was left in situ but there was a query with it having being implanted with being to open or that it had moved, but it was well fixed on opening.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: cup revision for pain and squeaking of implant. On x ray, cup appears open and too anteverted. For open assessment of cup and liner. Intraoperatively the liner was found to have completely malformed and ceramic head has been rubbing against metal shell. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample and review of the photographic evidence found signs of metal transfer on the outer surface of the ceramic head, as a result of a disassociation of the acetabular liner from the cup. The observed condition does not represent a device nonconformance. Based on the observation it is reasonable that noise would be present due to the ceramic head articulating against the metal cup. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +1 [136532310/(B)(6)] would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot: DHR review was performed according to "DHR review (B)(6) for (B)(4)." Attached on notes & attachments. Product code: 136532310 product name: delta cer head 12/14 32mm +1 lot number: 8511111 1) quantity manufactured: (B)(4). 2) date of manufacture: 04/11/2017 3) any anomalies or deviations identified in DHR: 0 non-conformances associated with this lot. 4) expiry date: 03/31/2023 5) IFU reference: IFU-0902-00-701.

Event description:
Cup revision for pain and squeaking of implant. On x ray, cup appears open and too anteverted. For open assessment of cup and liner. Intraoperatively the liner was found to have completely malformed and ceramic head has been rubbing against metal shell. Shell left in situ due to patients age and bmi and bone loss - +4 10 degree face changing liner inserted with 32 +1 revision head. Doi: (B)(6) 2017 doe: (B)(6) 2023 affected side:

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.